Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic anterior resection. Event description: how was the device being used/what action was being performed when the event occurred? Inserting/removing laparoscopic instruments through port. Foreign body identified and removed under vision. No replacement required as procedure was finishing. No other products required. No problems identified at beginning of case - no gas leaking until the end of the case, when it was discovered that the seal was inside the patient. The seal was able to be retrieved from the patient. The port did not need to be replaced as it was the end of the case. Type of intervention: no requirement for replacement as procedure was finished. Patient status: no harm to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal leakage and seal component separation. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the septum fragmentation was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." As the septum was fragmented, a tight seal could not be maintained, resulting in gas leakage from the seal. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic anterior resection. Event description: how was the device being used/what action was being performed when the event occurred? Inserting/removing laparoscopic instruments through port foreign body identified and removed under vision. No replacement required as procedure was finishing. No other products required. No problems identified at beginning of case - no gas leaking until the end of the case, when it was discovered that the seal was inside the patient. The seal was able to be retrieved from the patient. The port did not need to be replaced as it was the end of the case. Type of intervention: no requirement for replacement as procedure was finished. Patient status: no harm to patient.